Event description:
The pt has two scs system (cervical and thoracic). The reported issue is related to the pt's thoracic scs system. It was reported the pt is experiencing painful stimulation from this scs system. The pt stated he underwent a CT myelogram procedure and since then his scs stimulation is painful when it's on. The pt has turned his scs system off because of the discomfort. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.